Event description:
Procedure: bilateral quadricep tendon repair of rupture complications: breakage of a drill bit in each patella. Procedure: the pt was taken to the operative room. Md prepared the patella for repair, the drill bit that was approximately 2 mm in diameter broke off inside the patella. It was in a nonarticular portion of the patella meeting not in the joint itself. It was not seen proximally or distally. Md felt that there would be more harm to the kneecap by digging out the drill bit than by leaving it alone. The same type of breakage of the drill bit happened on the opposite knee as well. The md does not believe there will be complications related to migration, infection or rejection. The md believed the bit to be titanium, investigation reveals bit is stainless steel. Therefore, this metal could potentially heat up if future MRI is needed. This info will be communicated to md to communicate to the pt. The md has disclosed retained foreign bodies to pt. Process review indicates the bits are single use only and this practice is being followed. Contributing factor in this event is that the pt has dense bone from working on his knees most of his adult life. Diagnosis or reason for use: to weave suture through patellas.